Event description:
It was reported that the patient was implanted in 2012 and the patient had been having radiation treatments for cancer pain for a month or longer. The patient¿s stimulation stopped working about a month into the treatment and the patient checked it with the programmer and it showed end of service (eos). The patient thought the screen on his charger and programmer was a physician with the letters eos on the front, but he could not verify this was absolutely the 3 letters since he did not have his programmer with him. The recharge showed the device battery was full. The patient met with the manufacturing representative on (B)(6) 2014 and he used his programmer to communicate with the implantable neurostimulator (ins) to find that power on reset (por) was the 3 letters on the screen. The patient cleared the por with his programmer and he was able to turn his stimulator on and was using it like he did previously. It was confirmed that a por was seen and not an eos. It was speculated that his radiation treatment was the cause of the por. The por occurred later that week and the patient was able to clear it with the programmer. The patient¿s therapy was only suspended for a short time when this occurred and the patient was very pleased. The patient¿s therapy had been resumed to desired levels and the patient was doing very well again.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).